Event description:
The soundstar eco u/s catheter application failed to load after the catheter was placed into the patient. The catheter was removed and replaced with no harm to the patient. We have experienced multiple issue with this product malfunctioning: carto application fails to load and sensor errors. We have been returning all these catheters to the manufacturer. Several lots have been removed and replaced. Site reported back that biosense webster have not indicated what the problem is. Manufacturer response for ultrasound catheter, 8 fr. Soundstar eco ultrasound catheter (per site reporter). We have experienced multiple issue with this product malfunctioning: carto application fails to load and sensor errors. We have been returning all these catheters to the manufacturer. Several lots have been removed and replaced. Site reported back that biosense webster have not indicated what the problem is.